Event description:
The customer called to report that he has been experiencing high and low blood glucose levels. The customer stated that he was treated by the paramedics recently due to low blood glucose levels. The customer did not provide further info about the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.